Event description:
A pt reported they were seen in ER because their one touch basic allegedly would not power on. Pt reported having "high blood symptoms". Pt had some food and drank a beverage. Pt was then taken to ER where the result on the ER meter was 650mg/dl. Treatment was diabetes medication. No further info has been reported.